Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code 1720, unknown patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is unknown. The battery fallout capacitor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.